Event description:
Following a heart catheterization an angio-seal device was deployed to close the arteriotomy site. Approx three days later, the pt complained of right groin pain. A loud bruit was diagnosed. Using left groin access, a femoral angiogram revealed a "defect" in the right femoral artery. A stent was placed and the bruit was gone. The pt was reportedly recovering. The user did not perform a pre-deployment angiogram.